Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset procedure, after which the cgm error did not recur, and the customer was able to start a new sensor session successfully.